Event description:
On 4th november 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens haptic broke during implantation necessitating explantation and lens exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation. The rayone emv toric rao210t iol was explanted and exchanged for a back-up rayone emv toric rao210t iol during the original surgery session. The back-up lens was implanted without further incident and without injury to the patient. The device was discarded by the healthcare facility following explantation. The rayner rayone preloaded injection system risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 082198683 . Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of haptic breakage in this case.